Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) when taken out of storage was found to have a battery status of middle of life 2. The device was not used.